Manufacturer narrative:
Results: the pusher assembly was kinked 5.0 and 44.0 cm from the proximal end and fractured approximately 104.0 cm from the proximal end. The embolization coil was detached from the pusher assembly and the pull wire was retracted out of the distal detachment tip. Conclusions: evaluation of the returned device revealed the ruby coil was kinked and fractured. This damage may have occurred due to forceful manipulation of the ruby coil during insertion into the microcatheter. If a rhv is not used during insertion into a microcatheter, the introducer sheath may not be properly aligned in the hub of the microcatheter. If the introducer sheath is not properly aligned during insertion, resistance may be experienced. Further evaluation revealed the embolization coil was detached from the pusher assembly and the pull wire was retracted out of the ddt. If the pusher assembly becomes fractured, it may allow the pull wire to retract out of the ddt, which will cause the embolization coil to detach. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to insert a ruby coil into a lantern delivery microcatheter (lantern), the hospital technologist experienced resistance but did not stop advancing the coil. Consequently, the ruby coil pusher assembly became kinked. Therefore, it was removed. The procedure was completed using 12 additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.